Manufacturer narrative:
Facility biomed called back reporting they found fuse f4 blow on drac board. Replaced and system works good now. Biomed says no further service needed.

Event description:
Customer reports fluoro failed during a pt procedure, but pt info not made available from customer. Portable c-arm fluoro was brought in and procedure completed without further incident. No reported injury.